Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose that was running between 400 mg/dl to 600 mg/dl at the time of incident. The customer's blood glucose was 245 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and the insulin pump. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting for high blood glucose and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer stated that the no delivery alarm was resolved by infusion set change. The insulin pump will not be returned for analysis.